Event description:
It was reported that the customer experienced high blood glucose levels cause was unknown, which led to hospital admission. Treatment at the hospital was not provided by the customer. The customer did not receive any alarms despite changing supplies multiple times, and the glucose levels remained high. As a corrective measure, the customer was advised to switch to multiple daily injection (mdi) therapy while a replacement pump was arranged. Technical support completed troubleshooting and coordinated with the clinical support team to approve a pump replacement and ensure the customer was informed of the proper storage and return procedures for the current pump.